Manufacturer narrative:
(B)(4).

Event description:
The customer complained of low results when testing "several" patients for ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided erroneous results for 1 patient sample. Prior to running patient samples quality controls (qc) were low, but after repeating qc the results were within range. The initial na result was 133 mmol/l. This result was reported outside of the laboratory where it was questioned by the dr. The sample was repeated on the same module and the result was 139 mmol/l. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site where maintenance was required. The fse replaced all seals and decontaminated the module. The sipper nozzle was adjusted, the reference electrode and sipper were replaced and the flow path was manually conditioned. The customer ran calibrations, qc and a 10 cup precision test. All results were acceptable

Manufacturer narrative:
A specific root cause was not identified. Possible root causes include: mis-sampling of patient material, wrong calibration, an operator handling issue, an expired electrode or a hardware issue. The customer is not having any additional problems.